Manufacturer narrative:
As part of a quality system improvement plan, stryker corp conducted a 2 yr retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B)(6) 2006 to (B)(6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B)(4). There is 1 event associated with this event type (device did not function as expected) and product code (B)(4).

Event description:
Device did not function as expected. Surgeon reported that during surgery, the surgeon noted that the inner circlip of the implant has been loosened. Another implant was utilized to complete the surgery.